Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator protruded out of the patient's chest and therefore the patient developed an infection. The device system was explanted. It was discussed to implant a replacement system post antibiotic treatment. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.